Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
Dr. (B)(6) was using the microwave to pre-coagulate before doing a liver resection. He used a 19cm microwave (solero) probe and it threw a high reflective error. They rebooted the machine and it did it again. They opened another 19cm probe and it again threw a high reflective error. So they rebooted and it did it again. They then opened a 29cm probe (all they had left) and it worked for a little and then the microwave threw a coolant error even though the saline was on ice. They were eventually able to finish the case and the patient was not harmed. It did add time to the case while the patient was under anesthesia. It was reported the event added an additional 45 minutes to the case, in which the patient remained sedated. The extended period of sedation poses a patient safety risk, therefore this event meets the criteria pf a reportable adverse event. The patient was reported as stable post procedure. It was reported the disposable devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation were two solero probes. The probes were connected to the lab testing generator. The devices were recognized, and the pump was activated. Moderate manipulation of the devices was not able re-create the failure. Test ablations were performed, and the results are as follows: no high reflected power were noted. The devices were disassembled for internal inspection. During the internal inspection, manufacturing assembly errors were noted for each device. The customer's reported complaint description is confirmed as there were manufucaturing assembly errors noted during evaluation. Since the time this device was manufactured, the manufacturing instructions have been updated and the team has been trained in the importance of both cable soldering and boot shrinking and how to inspect each step. An air leak test is used to inspect the device after boot shrink. Since this leak path is in the low pressure return side of the device and the screw cap would be in place a small leak path may not be exposed. Proper glue melt and boot shrink will provide the necessary seal at this junction. A review of the lot history records was performed for the reported lot numbers {5515116 and 5466385} for part number h787700106002us0 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "using either the optional footswitch or the microwave power button on the upper right side of the front panel, start the application of the mw energy. The timer graphic located on the left of the display will begin to count down to zero as soon as the energy is activated. The delivered power will be displayed to the right of the timer graphic. Caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue. The ablation is considered complete when the timer reaches zero." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).